Event description:
It was reported that the catheter was broken. A 16 x 180cm x 135cm renegade hi-flo fathom system was selected for use in a hepatocellular carcinoma treatment procedure. During preparation upon withdrawal of the device from the hoop, it was noted that the proximal was looking odd and the catheter was broken. The procedure was completed with another device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a renegade hi-flo micro-catheter. This device showed damage consisting of stretching/fracture located 3cm from the hub. The damage is consistent with stretching and breaking of the device due to the lack of hydration before removing it from the carrier tube. The device was not completely separated the inner liner was still attached. There were multiple bends and slight kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter was broken. A 16x180cmx135cm renegade hi-flo fathom system was selected for use in a hepatocellular carcinoma treatment procedure. During preparation upon withdrawal of the device from the hoop, it was noted that the proximal was looking odd and the catheter was broken. The procedure was completed with another device. No patient complications reported.